Event description:
During a premature ventricular contraction ablation procedure targeting the anterolateral mitral annulus, a cardiac perforation occurred followed by cardiac arrest requiring chest compressions and cardiac surgery. While manipulating the catheter from the aortic root to the lateral mitral annulus, it was suspected that the heart wall was perforated. Rf energy had not been delivered yet in the case. It was observed that the catheter recorded higher than normal forces for periods of time, and then suddenly an impedance value of 200ohms was noted. The physician was informed of the force and high impedance. The catheter was drawn back and continued to manipulate the catheter in the left ventricle until a drop in blood pressure was observed. Fluoroscopy was done which revealed a pericardial effusion. A pericardiocentesis was performed and a surgical sealant was administered in the pericardial space to treat the bleeding and continue with the case. Multiple small compartments of blood were then detected requiring multiple additional pericardiocentesis to treat. The patient's blood pressure continued to elevate and drop and additional bleeding was found. For the next 4 hours, bleeding was detected around the heart from multiple locations requiring draining and transfusion using the patient's own blood. At one point, the patient went into cardiac arrest (pea) and a lucas device was used to provide automatic chest compressions for approximately 30 minutes. The patient was eventually transferred for cardiac surgery and then transferred to a larger hospital.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.